Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation after being exposed to therapeutic radiation. After device software download, normal function resumed. The patient's condition was stable.